Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of under 30 mg/dl and a loss of consciousness. Reportedly, cause of low bg level was unknown; however, customer's continuous glucose monitor was unavailable due to a non-tandem transmitter issue, and customer was not performing finger sticks to check bg level. No information was provided regarding treatment received. Reportedly, customer left the ER the same day with the issue resolved, and no permanent damage. Customer confirmed the pump was functioning as intended.